Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump set bag was leaking at the junction of the bag and tubing.